Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound guided breast biopsy procedure the device allegedly self activated. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date. Investigation summary: one maxcore biopsy needle was returned for evaluation. The investigation is unconfirmed for the alleged self-activation, the device passed the drop test and functioned properly under laboratory conditions, and the reported event could not be reproduced. The device was able to prime and fire without issues. An x-ray showed insufficient cannula tang engagement. It is possible that the under specification stylet tangs contributed to the reported self-activation, however, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported issues. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during preparation for an ultrasound guided breast biopsy procedure the device allegedly self activated. The procedure was completed with another device. There was no patient contact.